Event description:
Ladg - "when clipping left gastric artery, the customer could not pull actuation trigger. He/she clipped the artery with their spare ca090, but the clip arms crossed each other, resulted in inadequate hemostasis. Switching to spare covidien clip, he/she succeeded in clipping the left gastric artery. (B)(6) confirmed the actual article. Two devices were returned to us. When we checked the distal end of the devices, one was fed with a clip but the other wasn't."

Manufacturer narrative:
Investigation summary: two event units were returned for evaluation. Upon inspection, engineering determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. The units were disassembled for further evaluation and met all specifications. The root causes could not be determined as engineering was unable replicate the incidents. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. For optimal performance of the clip applier, use care when removing the device from packaging and when introducing or removing the device through a trocar. This document represents our final report.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.